Manufacturer narrative:
Additional information received on october 22, 2020, indicated that the patient was born on (B)(6) 1952, date of implantation updated to (B)(6) 2019, date of event was on (B)(6) 2020, patient initial is (B)(6), and the procedure was primary reconstruction surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Note: correction on device manufacturing date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device was received on november 9, 2020. Device evaluation completed on november 13, 2020: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed a tear at the juncture of the shell and posterior patch. Microscopic examination was performed and the cause of the deflation could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the initial submission incorrectly had" patient identifier" as null. The correction is ni. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast reconstruction with a mentor tissue expander, ce med height te 550cc implant experienced right sided deflation post procedure. The surgeon reported that the expander had a defect outside the filling area at the lateral part in a seam area. Filling of the expander was several months ago; sudden loss of volume 14 days ago with fast and complete deflation. As a result the expander was removed on (B)(6) 2020.